Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit in question. The technician investigated the device with the following outcome that the control board is defective. The defective control was replaced and the unit was tested to factory specifications. All tests were performed successfully. The unit has been repaired and returned to service. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the display on the rotaflow console displayed the error message "temp" error during transport of patient, approximately 15 minutes after beginning use, and during patient transport. Operator states the actual flow did not stop, although there was no flow reading in lpm display on screen. Device was switched out and therapy was continued without delay. No harm to the patient was reported. (B)(4).